Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer declined troubleshooting from tandem technical support. No additional information was provided. Customer resumed insulin therapy on the pump. There was no reported adverse impact.